Event description:
It was reported that 17 cadd extension sets have all had the same error message occlusion in the line, when they primed them again they still triggered the alarms, but when changing the line to a new one it has worked. Patient has thrown them all so they are unable to return any of them. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.